Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised that no delivery alarm are caused by site or set issues or connection issues, it is a safety feature. The customer requested a replacement of insulin pump. The customer was advised that we will replaced it. The customer was advised to call if issues continue to occur.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the displacement, prime, and excessive no delivery tests, no alarm noted. The device had cracked case at the display window corner, minor scratches on the lcd window and reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.